Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in an excellent condition. During analysis, the reported issue was unable to be duplicated. Based on the evidence, the complaint was confirmed, and no fault was found.

Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-10.45%). There was no patient involvement in this event. No adverse effects were reported.